Event description:
It was reported that, the patient experienced difficulty attaching the connector to the pump after it was pulled out and would not lock into place. The agent walked the patient through the proper connection steps and determined that the connector was not being aligned correctly, as the shark fin was not positioned at the appropriate starting orientation. Once proper alignment was achieved, the patient was able to securely connect the device and safely resume use. The patient reported that blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.